Event description:
It was reported that at post-implant ICD check, perforation was observed via CT scan. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form.